Event description:
It was reported that during a da vinci-assisted wedge to completion lobectomy surgical procedure, the 8mm tip-up fenestrated grasper instrument got stuck in the metal trocar and was unable to pull out. The whole trocar had to be removed to remove the instrument. It is unknown if a fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tip-up fenestrated grasper instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.